Manufacturer narrative:
The door winch was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. They perform motor isolation test and it passed. No internal opens or shorts in the motor assembly were found. Test winch motor assembly with motion cart. Forward and backwards motion functioned but there was an internal grinding when forward and backwards was actuated and power was applied to motor assembly. Faulty motor assembly. Eval codes method, result, and conclusion are associated with this analysis; the gantry motor control was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. It was installed into a known functional system. The system initialized. Motion calibration failed. Gantry was unable to move in all directions. Eval codes method, result, conclusion are associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the door would not fully open. The sidewalls would come out, but it would fail to raise. The winch motor would click repeatedly. They found cables had excessive slack and cable guide screws were bent. Possibly due to improper manual door open procedure. They attempted to replace the gantry motion controller, but replacement part was bad. It would not tilt when motion cal performed. The original gantry controller was found to be in good operation. System checkout performed. The door winch assay and gantry motion control was returned for analysis and is under investigation at this time. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry was not opening correctly and seems misaligned. Close functionality is fine. No patient was present at the time of the event.